Event description:
Erroneously elevated troponin (accu tnl) results from 3 different pt samples generated by the access 2 instrument. An initial ccu tnl result from pt a was 0.50 ng/ml, and 0.05 ng/ml upon repeat. The repeated accu tnl result was reported out of the lab. An initial accu tnl result from pt b was 0.06 ng.ml, and 0.43 ng/ml and 0.53 ng/ml when repeated. An initial accu tnl result from pt c was 0.51 ng/ml, and 0.05 ng/ml and 0.06 ng/ml upon repeat. The erroneous accu tnl results were not reported out of the lab. No additional info regarding this event was provided by the customer. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.